Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing and pacing inhibition on the right atrial (ra) lead. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.